Event description:
The jetstream catheter was used to treat a long very calcified segment in the sfa. Following treatment with the jetstream catheter and balloon angioplasty post jetstream, the physician noted debris at the bifurcation of the tibial arteries. An export catheter was used to successfully aspirate the emboli and the patient was discharged home with no further complications.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.